Event description:
It was initially reported to boston scientific corp in 2007, that during an endoscopic retrograde cholangiopancreatography on a female pt, the physician attempted to "deliver the guidewire through the sphincterotome (when) the wire's tip cover fell apart showing the metal inside". The procedure was successfully completed with a different device. Pt's condition was reported as "good".

Manufacturer narrative:
The customer's complaint has been confirmed. Visual inspection revealed approx 1.5cm of a distal section of the pebax was torn from the wire. A 2cm (approximate) section of the original pebax, remaining on the wire, was cut and torn; although the corewire was exposed, it was not fractured. The outer diameter of the undamaged pebax section was confirmed to be within mfg specification at several locations along it's length. During the mfg process, a 100% inspection of the entire length of the pebax tip is performed to verify it's integrity. The inspection includes checking tip coverage, coating smoothness and coating uniformity.